Event description:
During an in-clinic follow-up, back up mode due to magnetic resonance imaging (MRI) was observed on the device. It was noted that the device was not programmed to be in MRI settings before the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.